Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a procedure, performed on (B)(6) 2018. During procedure and inside the patient, when the physician attempted to advance the stent over the guidewire there was difficulty advancing and it was noticed that the stent buckled. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.